Event description:
A customer contacted baxter's global technical service center to report a low drain volume (ldv) alarm on the homechoice device during initial drain. The homepatient (hp) stated there was an air gap in the patient line. The hp stated she wanted to start over with new supplies because of the air gap. The technical service representative assisted the hp to end therapy. Follow up with the nurse revealed that the patient did not mention the issue to her, however she did see the patient in the clinic yesterday on (B)(6) 2010. The nurse indicated the patient was feeling fine and she was doing well with her peritoneal therapy. No medical intervention or patient injury was associated with this report.

Manufacturer narrative:
(B)(4). This complaint for a low drain volume alarm (ldva) was not confirmed due to a lack of sample. The root cause was undetermined. The lot number is unknown therefore a batch review was not performed. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress through CAPA (B)(4).

Manufacturer narrative:
(B)(4). The sample is not available and the lot number is unknown. Should additional information become available, a follow up MDR will be submitted.